Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating the device displays a speaker malfunction inop error message and does not emit audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that, during preventive maintenance, the mx40 patient wearable monitor displays a ''speaker malfunction'' inop error message. It is unclear if the device was still able to emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6) reporter phone number: